Manufacturer narrative:
Reservoir device information: model number: 720185-01. Serial number: (B)(4). Catalog number: 720185-01. UDI number: (B)(4). Expiration date: 08/22/2018.

Event description:
It was reported that the patient's inflatable penile prosthesis would not inflate in the clinic. The device had fluid loss. The system was replaced with a 16cmx12mm spectra penile prosthesis. The patient was recovering.